Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device exhibited low flow, and the physician decided to exchange the catheter. No further information was provided.

Manufacturer narrative:
The investigation for the reported low flow has been completed. The product was returned, and the low flow was confirmed. Per the result of the device evaluation "the impella cpc8 was returned, and foreign material was found wrapped around the impeller. The root cause of the low pump flow was determined to be interaction with another device as foreign material was ingested". Per the results of the clinical review "low flows were reported during the use of an impella cpc8. The physician thought he visualized a thrombus, so the pump was removed". The results of the investigation state "the cause of the issue was an interaction with another device". This report is being filed as part of a retrospective review of historical records.